Manufacturer narrative:
As reported, the capsure fastener head came off while fixating to the cooper ligament. Evaluation of the returned sample could not reproduce the reported event of fastener peek cap detaching from the coil. The device functioned as intended during functional and simulated use testing. No peek caps were found to detach in testing. The most probable cause for the cap detaching in use is the result of an event occurring during user device interface while fixating into cooper¿s ligament. Review of manufacturing records confirms product was manufactured to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precaution section of IFU states, ¿use caution when applying the capsure fastener over or in proximity to underlying bone, vessels, nerves, or viscera" and "care should be taken not to use excessive counter pressure as this may damage the tissue, the material being fixated, and/or the device." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an inguinal hernia repair procedure, the capsure device was used. It was reported that the first fastener head dislodged after firing two consecutive shots while fixating to the cooper ligament. It was also reported that the device was jammed, and no fastener fixated successfully. The procedure was completed using a new capsure device without issue. There was no patient injury.